Manufacturer narrative:
Additional, changed, and/or corrected data: b.7.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, 'neuromaemic pain on palpation' and 'position of the mammary fold is too low by about 4 cm in relation to the contralateral side'. Device was explanted. Patient was treated with "topalgic and doliprane" for pain.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: device is seen intact and creases fold. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade IV, 'neuromaemic pain on palpation' and 'position of the mammary fold is too low.'

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, 'neuromeric pain on palpation' and 'position of the mammary fold is too low by about 4 cm in relation to the contralateral side'. Device was explanted. Patient was treated with "topalgic and doliprane" for pain.